Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and is awaiting explant. Further information was requested, but not yet available. The patient condition was stable.

Event description:
New information received noted that the patient will continue to be monitored and a transmission from (B)(6) 2026 showed the device was continuing to function appropriately. The patient condition has been stable.